Manufacturer narrative:
The device was received undeployed. The device completed first prime at 23 pulses and was deactivated at 34 pulses. A rotational sensor malfunction was observed in the data. The device was reset and rerun, and the rerun data presented no anomalies. The rotational sensor malfunction caused first prime to end earlier than expected, resulting in the needle not deploying during second prime. Excessive flash was observed on the commutator cap. It could not be definitively determined that this flash caused the extended open count at the beginning of this device's operation. Dents were observed on the commutator cap. It could not be determined if this damage resulted in the observed rotational sensor malfunction.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not deploy. The pod was worn.